Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported with the key pad of the insulin pump. The blood glucose reading is 73 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, scratches on lcd window and broken reservoir tube lip.